Event description:
It was reported that during insertion of the iab, it could not be fully advanced over the guide wire. The iab was removed and another placement was not required. There were no patient complications.